Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received priming issue and no delivery alarm. Customer blood glucose reading was unknown. Customer did not perform troubleshooting. Insulin pump will be not returning for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. Device primed properly. No sun damage or sun rings on the screen noted during visual inspection.